Event description:
It is reported that the device was implanted in 2007. Post-op, x-rays showed that the taper plug dissociated from the baseplate in the pt's tibia. Removing this implant after the baseplate was already cemented in place would have been impractical.

Manufacturer narrative:
Evaluation summary: it is possible that the taper plug was not properly impacted/seated to the tibia plate, and upon impaction, while putting the tibial plate onto the bone, it loosened and got detached from the tibia plate. However, the cause of the problem could not be definitely determined. Evaluation codes: no product or x-rays were returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.